Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient had an artificial urinary sphincter (aus) placed at an unknown institution on an unknown date. The patient experienced erosion of the cuff into the urethra and the aus was removed around (B)(6) 2021 and there was nothing implanted at time of surgery. On (B)(6) 2022 a new aus system was placed. There were no additional patient complications.